Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when programming a bolus. Customer removed the battery and a failed battery test alarm occurred and then a button error alarm occurred. Customer stated that she was holding down the esc button for what may have been longer than 3 minutes. Blood glucose value is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number anomaly was noted on the display. The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.